Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report intermittent energy delivered with bipolar instrument (fenestrated bipolar forceps). Prior to call , the site already replaced the: instrument and the cautery cable. Tse found in the logs one time error c-83 informing about an internal fault in the iesu and multiple time the error m-31 which informed that the activation requested has been interrupted due to an error. During the conversation a bipolar activation request occurred, the user faced the error m-31 (not visible in the system logs). Tse informed that this error was due to an activation with the actual settings not possible. Tse tried to explained that to the reporter: the reporter insisted on the fact that the bipolar settings was at 5 on coag. Tse announced that in real time view of the system, the bipolar cut was at 0 and maybe this was the root cause: the nurse did not acknowledged this as the coag settings was at 5. In addition, she was not able to speak with the surgeon. She stated that they have a covidien iesu in the or. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and the reported (intermittent energy delivered with bipolar instrument) error was confirmed but not replicated. In error log, the (m-02) error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.